Manufacturer narrative:
Additional type of investigation codes that were unable to be added in h6: labeling review the complaint for leaflet thickened, thrombus formation (device) - post procedure was confirmed with empirical evidence from the complaint description. The reported adverse event does not allege or indicate any edwards device deficiencies. Potential contributing factors for this event can include patient health, procedural factors, or a combination of these factors. One month and twenty-seven days after procedure, halt was confirmed through CT scan. The patient continued on doac (xarelto 20 mg) and asa (100 mg). One month post-procedure, a follow-up transthoracic echocardiogram (tte) revealed a mean gradient of 7 mmhg. The patient was hospitalized, and a repeated CT scan confirmed halt. Consequently, anticoagulation therapy was changed to coumadin; however, it is unable to be determined if these factors caused or were caused by the reported event of thrombus formation as these conditions have overlapping symptoms. No imaging or device returned for investigation. A definitive root cause is unable to be determined. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No non-conformances related to the complaint event were identified. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in italy, almost two months post procedure, hypo-attenuated leaflet thickening (halt) was confirmed and patient was hospitalized for treatment. The patient received an evoque valve in tricuspid position where, post procedure, the patient continued on direct oral anticoagulants (doac)-20mg and acetylsalicylic acid (asa)-100mg. One month post-procedure, a follow-up transthoracic echocardiogram (tte) revealed a mean gradient of 7 mmhg. Almost 2 months post procedure, the patient was hospitalized, and halt was confirmed through computerized tomography (CT) scan. Consequently, anticoagulation therapy was changed to coumadin.